Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked display window, and cracked case near display window corners during visual inspection. The pump was monitored and all operating currents tested within spec range. No unexpected off no power alarms were noted. The pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms or excessive no delivery alarms were noted. No unexpected pump setting reset during testing was noted. The pump passed unexpected alarm test. The motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and an off no power battery alert from the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer treated by eating. The customer stated that the pump had cosmetic damage. The customer stated that there a cracks on both right corners of the pump. The customer stated that the crack goes on the pump casing and into the lcd screen. The customer was advised to check the alarm history. The customer stated that she did not receive a low battery alert prior to the off no power alert. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.